Manufacturer narrative:
Additional information: the device was received for evaluation with an open pouch; an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The reported condition was verified. The cause of the reported issue was determined to be excess sheeting on the cassette identified during visual/functional inspection. An assignable cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was damage to a homechoice cassette. This occurred before patient connected to therapy. It was stated that there was a tear in the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.